Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent 1 vertical belt, reagent 1 drain and tightened the horizontal belt tension on reagent arm. The cse replaced the sample probe 1, integrated multi-sensor technology (imt) probe, and sample probe 1 drain. The cse performed alignments, and a system check, and all parameters were within the specified limits. The cse ran precision testing, and quality controls, resulting within range. The cse then ran patient samples and compared the results with another instrument, and results were comparable. The cause of the discordant, falsely low ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample tested on a dimension vista 500 instrument. The initial result was not reported to the physician(s).the sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.